Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was unable to deliver insulin. During priming the pen needle leaked. The following information was provided by the initial reporter: material no: (B)(4) batch no: 9323630 it was reported that the consumers numbers were high this morning because she is not getting her insulin. She stated that she was able to prime the pen needle based on the instructions given to her yesterday, but when she took her injection the insulin leaked out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd autoshield¿ duo safety pen needle was unable to deliver insulin. During priming the pen needle leaked. The following information was provided by the initial reporter: material no: 329515, batch no: 9323630. It was reported that the consumers numbers were high this morning because she is not getting her insulin. She stated that she was able to prime the pen needle based on the instructions given to her yesterday, but when she took her injection the insulin leaked out.